Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. Customer was vomiting. They feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 480 mg/dl. Customer current blood glucose level was 480 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. Customer had 500 mg/dl blood glucose reading. Customer treated their issue with manual bolus. Customer did have leaks. Customer declined to check bolus wizard settings for accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. The infusion set was bent product will not be returning for analysis.